Event description:
It was reported the speedstitch magnumwire suture cartridge ejected from the speedstitch suturing device each time the physician engaged the needle cassette during a hip arthroscopy. The manufacturer could not confirm whether or not the speedstitch magnumwire suture cartridge fell into the surgical field or the pt portal. The procedure was completed with a new suture cartridge. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided. (B)(4).